Event description:
It was reported that the system displayed errors including a communication error. This error will cause the system to lockup or not to boot. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5 volt power supply. The system operates as intended.